Event description:
Olympus received a medwatch report, which stated: "during an endobronchial ultrasound (ebus) procedure, in the bronch room, the disposable aspiration needle was not able to pass the stylet. There was difficulty and resistance with two of the needles. Both were from the same lot number. Only one sample was saved with packaging."

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain add'l info, but no further details were provided. The device referenced in this report was returned to olympus for eval. The device was received discolored with biomaterial and fluid visible throughout the working length. The stylet wire was found jammed inside the working length, and the insertion portion of the working length was bent. The device was forwarded to the original equipment MFR for further eval. If significant add'l info becomes available, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.